Event description:
Adverse event(s): "lens exchanged due to poor vision" (vision, impaired). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). An operating room manager reported a patient with poor vision following intraocular lens (iol) implant surgery. The iol was exchanged for a different type of iol. In a follow-up, the surgeon reported the patient was not a good candidate for the lens model initially implanted and that the event is "no fault of the lens". He also stated that the patient is monocular and could see best when she turned her head to the right (no alignment issues, per surgeon). The patient also had a significant amount of preoperative astigmatism, which he tried to decrease by lri, but was unsuccessful. The surgeon reported the patient's refraction was never stable. Post-exchange, the patient is reported to be "much happier now with distance vision" with a ucva 20/30.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split (possibly cut) into two pieces. Lens bench testing could not be conducted due to the optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/05/2010, 04/06/2010, and 04/13/2010 by phone, fax, and mail. A completed questionnaire was received on 04/27/2010. (B) (4). (B) (4). (B) (4).